Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular (rv) lead would not advance during an implant procedure. There may have been excessive bending and pulling on the lead during attempts. There was a piece of body tissue found in the helix when removing the lead. When placed in the rv, the lead impedance was high and capture could not be obtained. A different lead was used. No patient complications have been reported as a result of this event.